Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room for syncope and ventricular tachycardia. Device interrogation revealed that the atrial lead was failing to capture and had low impedance. The lead was capped and replaced on (B)(6) 2018. During replacement procedure, the new lead¿s helix would not fully extend. After several attempts the physician used another lead. Patient was stable post procedure.

Manufacturer narrative:
Correction: the awareness date should have been (B)(6) 2018 rather than 2018